Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set tubing detached from hub on (B)(6) 2025, which resulted in elevated blood glucose, therefore patient had received correction injection via multiple daily injection (mdi). The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00948), was submitted on 08-may-2025. Upon receiving additional information, it was discovered that the manufacturing date has been changed to 09-dec-2024. Additional information - this MDR is being submitted to include the below: h4: manufacturing date. H6: investigation results under type of investigation. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008670, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008670 was manufactured according to the work instruction (wi) version 20 and packaging in the machine multivac 14 on 09-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m03924 was manufactured according to the wi version 66 and manufactured in the machine sc05-sc06, on 22-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4l03955 was manufactured according to the wi version 66 and manufactured in the machine sc05, on 23-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.